Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device returned without the keeper ring on the leg holder and with the hydraulic arms on the undercarriage leaking fluid. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include seal damage. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroplasty, there was an hydraulic leak in a t-max beach chair. The procedure was completed with a surgical delay greater than 30 minutes, and using a competitor back-up device. No further complications were reported.